Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-01394. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV, granuloma.

Event description:
Patient reported hematoma the day following implant. An unspecified procedure was performed and patient noticed "a difference" in the size. A total of 5 procedures of "adjustments/ repairs" were performed. Later, patient reported "folds in elastomer". Later, patient reported capsular contracture baker grade unknown and mentioned recall. Later, patient reported "rupture" confirmed via MRI and ultrasound and "capsular contracture grade IV". MRI additionally reported "intracapsular heterogeneous tissue and late contrast enhancement, findings compatible with granuloma silicone-induced." This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.5., b.6.

Event description:
Patient reported hematoma the day following implant. An unspecified procedure was performed and patient noticed "a difference" in the size. A total of 5 procedures of "adjustments/ repairs" were performed. Later, patient reported "folds in elastomer". Later, patient reported capsular contracture baker grade unknown and mentioned recall. Later, patient reported "rupture" confirmed via MRI and ultrasound and "capsular contracture grade IV". This record is for the left side. Device remains implanted.